Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: overfill on bag listed as 50ml.total volume on bag listed as 1135.3ml. Total infused listed as 1066ml. Bag ran dry with 39 minutes left. Unable to finish taper of tpn.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved in the reported incident was not returned for evaluation; however, the device history logs were provided and based on the results, the reported issue could not be confirmed. Details of history log: log review shows on (B)(6) 2024 and 10:38pm an infusion start of 30.1ml/hr and 30.1ml. At 11:38pm infusion was stopped with a volume infused to 29.83ml. At 11:39pm infusion was started with a new rate of 60.3ml/hr and 1025ml. On (B)(6) 2024 and 4:40pm pump entered kvo with a volume infused to 1054.83ml. At 4:42pm infusion was started with a new rate of 30.1ml/hr and 30.1ml. Air alarm stopped the infusion with a volume infused to 1066.11ml and pump was placed on standby. All information concerning this reported incident has been included in our trend analysis of the product line.